Manufacturer narrative:
(B)(4).

Event description:
The actual residual volume (36 ml) was greater than the expected residual volume (2.3 ml), "but only refilled with 20 ml". The fluid aspirated had a light-yellow color. The hcp was concerned that csf was flowing back into the pump. The pump logs were reviewed and nothing abnormal found. The device system was used to deliver morphine (10 mg/ml). Additional info has been requested, a follow-up report will be sent if additional info becomes available.